Manufacturer narrative:
Updated sections: d4,g4,g7,h2,h3,h6,h10 h6 correction: failure to cut has been added to the device codes internal complaint number: (B)(4). The certificate of conformance (c of c) for the black shrink tubing was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on (B)(6)2020. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. The harvesting tool was returned. Signs of clinical use and evidence of blood was observed on the tool. Signs of blood were observed on the heating element. The heater wire was observed to be slightly flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The shrink tubing appeared to have melted nearest to the jaw assembly. The clear silicone insulation was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use ith a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed, but confirmed for the reported failure "melted", as well as the analyzed failure "material twisted/bent; wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Radial case that while trying to do the fasciotomy was having trouble in cutting the fascia. They took the hp2 device out of the cannula and noticed that it looked frayed/melted at the part where the jaws are connected to the device (black) area. They then had to open another kit to continue the harvest of the radial. Radial was not damaged and no adverse effects to the patient due to this issue.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Radial case that while trying to do the fasciotomy was having trouble in cutting the fascia. They took the hp2 device out of the cannula and noticed that it looked frayed/melted at the part where the jaws are connected to the device (black) area. They then had to open another kit to continue the harvest of the radial. Radial was not damaged and no adverse effects to the patient due to this issue.